Event description:
On (B)(6) 2012, customer reported that the lh750 instrument leaked 3 ml of fluid from the blood sampling valve (bsv) area. Customer stated that they reattached the tubing, and was unable to specify the tubing that leaked. The leak was contained within the instrument no injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and did not find a leak. Fse noted that the customer fixed the leak prior to his arrival. Customer could not provide any additional details about the leak. Fse performed verification testing and found no critical components were affected. The service activity was verified to meet specified requirements per established procedure. Results met published performance specifications.

Manufacturer narrative:
(B)(4).